Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Confirmed that there was physical damage to the section of the device with the foreign material remained. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. ¦inspection of the suction function 1 depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. 2 release the suction valve. Confirm that suction stops and that the valve returns smoothly to its original position. 3 depress the suction valve and aspirate water for one second. 4 release the suction valve for one second. 5 repeat step 3 and 4 several times and confirm that no water leaks from the biopsy valve. 6 remove the distal end of the endoscope from the water. Depress the suction valve and aspirate air for a few seconds to remove any water from the instrument channel and suction channel. ¦inspection of the instrument channel 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope forceps mouth was clogged and weak suction was noticed. The issue was found during an unknown diagnostic procedure. The procedure was completed using the same set of equipment. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the customer reported allegation was not confirmed. Additional non-reportable malfunction was found during evaluation: due to wear of angle wire, the bending angle in up direction and the play of upward/downward (u/d) knob does not meet the standard value, adhesive on bending section cover (a-rubber) had a chip, adhesive around objective lens and light guide (lg) lens was peeled, the protector of universal cord on suction (s)-connector side had a scratch, scope connector (sc) cover unit had a scratch, the paint on suction (s)-cylinder was peeled, paint on air/water (aw)-cylinder was peeled, forceps elevator (fe) lever, knob and u/d knob, right/left (r/l), plastic distal end cover (c-cover), flexibility adjustment ring, switch box, and scope cover (s-cover) had a scratch, the s-cylinder was shaved, universal cord and grip had a scratch, control unit had discoloration and a scratch, and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.